Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they woke up sweating at 3:00am on (B)(6) 2019. She tested her blood sugar with a finger stick and stated her bg was 1.9 mmol/l compared to the cgm displaying 17.3 mmol/l. The patient also reported symptoms of shaking and tachycardia. They ate sweets to treat for hypoglycemia. At the time of contact, the patient was doing good. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. It was reported that the patient did not calibrate after the inaccuracy or enter finger stick values promptly. Labeling indicates: if you have not used the calibration code, you must manually calibrate your g6 using values obtained from a blood glucose meter and fingersticks daily. You must calibrate immediately when the g6 notifies you. If you haven't calibrated when notified, your g6 may not be accurate, so use your glucose meter to make treatment decisions until you calibrate your g6. No additional event or patient information is available.